Manufacturer narrative:
The investigation into the saturated flow and the thrombus issues has been completed since the original report was submitted. The device was not returned for investigation. Data logs were reviewed and there were motor current spikes seen followed by saturated flow along with steady rise in purge pressure. Per the clinical information and data log review, the root cause of the saturated flow and the thrombus issues was most likely biomaterial. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ d6a, d6b.

Event description:
The user facility reported a 77-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. After the insertion, the left ventricle wave forms were well above aortic waveforms and the flows demonstrated flow saturation. The impella was also alarming in the aorta. The doctor removed the impella and observed biomaterial in the outflow. The impella device was replaced.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.